Event description:
The customer reported that the system was making a popping noise and displaying an overvoltage error message. An overvoltage error will cause the system to shut down uncommanded. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.